Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01313. This report is being submitted as additional information. Approximate age of device ¿ 3 years and 5 months. Manufacturer's investigation conclusion: no product was returned for evaluation. The reported pump stoppage event and associated alarms was confirmed based on the evaluation of the submitted log file. The log file captured that the driveline was disconnected on (B)(6) 2018 at 6:44 pm, causing the pump¿s motor to stop. Although a specific cause for this finding could not be determined through this evaluation, the account reported that a nurse disconnected the driveline to ¿untangle things.¿ the hmii lvas instructions for use (IFU) contains information regarding pump speed, power, flow, and pulsatility index. This IFU and the hmii patient handbook explain that disconnecting the driveline from the system controller will cause the pump to stop. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2018 the patient¿s lvad system produced low flow and pump stop alarms. The patient was reportedly confused and therefore it was difficult for the lvad clinician to assess if the patient removed the driveline, disconnected external power, or if there was an issue with the driveline. Review of the submitted log file by technical services revealed a low speed hazard on (B)(6) 2018 at 6:44:00 pm while on power module support. Actual pump speed was 5500 rpm, 3100 rpm below the low speed limit of 8600 rpm. Per technical services there were two potential causes for this type of behavior; either something was ingested through the pump or there was short¿to-shield. A driveline disconnect was observed on (B)(6) 2018 at 6:44:04 pm. This appeared to be an authentic driveline disconnect and potentially a reaction to the low speed hazard received. Both of these events occurred very close to one another and were short in duration. The patient did not have any clinical signs or symptoms that something may have passed through the pump. There was no indication of a short-to-shield. Upon further investigation the cause of the driveline disconnect was the patient¿s nurse disconnecting to ¿untangle things.¿ the nurse was re-educated and the staff educator was made aware.